Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation was unable to determine the cause of the customer¿s allegation of ¿there is no picture¿ as the device evaluation was unable to confirm it. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, ¿there is no picture¿ on the hd autoclavable camera head prior to an unknown therapeutic procedure. The procedure was completed using a similar device. There was no patient harm reported for this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device passed all functional and leak tests. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.